Event description:
It has been reported to co that during the procedure, the valve of this device reportedly "seemed to be missing". The device was removed and replaced. The pt is reported as fine and the device is being returned for the co's analysis.